Manufacturer narrative:
This report is submitted on june 18, 2021.

Event description:
Per the clinic, the patient experienced an infection and subsequently was treated with antibiotics and steroids (type, date and duration not reported).